Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the clip automatically popped up and the clamping was not performed. The user contacted the supplier for replacement to resolve the issue. There was no patient injury.